Event description:
Per online medwatch form submitted by pt who then forwarded to field assurance. In 2008, pt underwent bilateral laparoscopic inguinal hernia repairs with 3d max mesh. Pt complained of severe pain and swelling throughout the post-operative period which he reported was worse on the right side. Approx five months later, pt underwent open bilateral mesh explant procedures and reports the surgeon noted that from examination of the mesh, it appeared as if the right hernia mesh had folded in its midsection and no longer covered the hernia defect. Pt reported from late 2008-2009, he suffered severe pain and currently experienced daily pain episodes.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. See MDR 1213643-2009-00128 for info related to the other 3d max mesh implanted in 2008.